Event description:
It was reported that both stents were placed bilaterally on (B)(6), 2010, during a routine stent change. On (B)(6), 2010, the patient was admitted into the emergency dept and required the stents to be removed due to severe encrustation. Laser treatment was performed to remove the stents. No add'l info could be obtained from the user facility.

Manufacturer narrative:
The sample was not returned for eval. The lot number provided was not accurate and therefore, the device history record could not be reviewed. In addition, the mfg process for this product code showed that this stent is received from a supplier who provides certification that the stent has been manufactured, inspected, and accepted according to the specifications provided by the MFR. As a finished good, quality assurance performs random visual inspections to assure that all components are present and correct. A review of internal reject records showed no rejections resulted from the visual inspections over the last two years. The instructions for use states in the precautions section, the following related to proper use of stents: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual pt's condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." (B)(4).